Event description:
It was reported that this right atrial (ra) lead has dislodged four days after implant. Moreover, an attempt to reposition the lead was made but the placement location did not show good number for the amplitude and pacing threshold. A screw-in was attempted but it was noted through fluoroscopy that the lead helix protruded diagonally. The physician then opted to use another lead and was successfully implanted. This ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The electrode was returned in two segments, at approximately 53 millimeters (mm) from the terminal end. Visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Helix damage, low amplitude and high capture thresholds allegations were not confirmed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right atrial (ra) lead has dislodged four days after implant. Moreover, an attempt to reposition the lead was made but the placement location did not show good number for the amplitude and pacing threshold. A screw-in was attempted but it was noted through fluoroscopy that the lead helix protruded diagonally. The physician then opted to use another lead and was successfully implanted. This ra lead was explanted. No additional adverse patient effects were reported.